Manufacturer narrative:
(B)(4). Returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The outer sheath was kinked at the nosecone. No damage was noticed on the mid-shaft. The stent was returned inside the device and was partially deployed approximately 1.6cm from the markerband. The handle was in the start position. The yellow thumbwheel lock was intact on the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that an inadvertent stent deployment occurred. A 6 x 100 x 130 innova¿ stent was selected for a peripheral intervention procedure of the superficial femoral artery (sfa). During introduction, the stent was being loaded on the wire and the stent started to deploy. The yellow clip was still in place over the thumbwheel and was not used to deploy the stent. The innova¿ stent did not enter the patient. The stent was pulled off the wire and a different stent was used to complete the procedure. There were no patient complications reported.